Event description:
It was reported that during an open distal pancreatectomy with splenectomy and wedge resection of the stomach for neuroendocrine tumor of the pancreas, the stapler being used during the process of resection misfired. It is unknown exactly what it did, but it was clear it did not fire correctly as it made a different sound than it would when it is powered and working properly since it is motorized. At the time of the staple misfiring, the surgeon noted bleeding, and it was found to be from the splenic vein. The surgeon said the etiology of the bleeding is likely complex and multifactorial since the type of tumor the patient has is quite vascular and the patient¿s pancreas is thick and hard, but the bleeding did occur/was noted following the stapler misfire. Hemostasis was achieved and the patient is currently doing well.

Manufacturer narrative:
(B)(4). Date sent: 7/23/2024. D4: batch # unk. H10: related medwatch form, #(B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: please explain in detail what was the issue with the device. Was the firing sequence started but not completed? No; malfunction noted at the start. Did the device cut? N/a. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? No/n/a if yes, how was the device removed from the patient? If yes, did the jaws eventually open? How much blood was lost (ml)? 1500 ml. Did the patient require a transfusion? Yes. Is the current patient status known? Yes, as of 6/18 ¿ recovering, on tpn, beginning to eat. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Bleeding during the procedure as previously noted. The patient had to return to the or due to post-operative bleeding. If yes, how was the device removed from the patient? How was the bleeding controlled? Packing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.